Event description:
According to the report, the hospital biomedical department was performing periodic testing of multiple defibrillators and, while testing their AED functions, one device failed to recognize a shockable rhythm from a pt simulator and would only alarm "motion detected". There was no pt associated with the report.

Manufacturer narrative:
Physio-control provided troubleshooting assistance and supplied parts info to replace an intermittently malfunctioning high energy transfer relay.